Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display screen was cracked shortly after initial use, with only the bottom portion remaining touch responsive, and the device was replaced. Symptoms included no injury and no adverse clinical effects. Outcomes included device replacement. Investigation included customer interview and case assessment and inspection of the returned device. Investigation of this device revealed a cracked or broken display component with impaired touch functionality; the cause of the screen damage was not observed by the user and remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was user related damage.